Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2010 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced severe and permanent bodily injuries, significant mental and physical pain and suffering, vaginal bleeding, dyspareunia, chronic infections, abnormal vaginal discharge, odor, worsened incontinence, and severe pain. Plaintiff's attorney also alleged plaintiff suffered inflammation, tissue abrasion, and other severe adverse health consequences.